Manufacturer narrative:
Tibia is considered off label use. Fixture was loose. Abutment screw and central screw were replaced. No device failure.

Event description:
Surgery for fixture advancement and bmac injection performed for a tibia patient. Fixture was loose. Abutment screw and central screw were replaced. Pain without loading was reported as clinical sign. The procedure took place on (B)(6) 2024.